Event description:
Supplemental report is being submitted due to the completion of the investigation on (B)(6) 24.

Manufacturer narrative:
Device evaluation: this complaint was initiated as the user and/or rep stated the following: ¿nurse squeeze the trigger; the inner catheter was coming out but not the metal stent. They kept squeezing but the stent did not deploy¿ the evo-fc-10-11-6-b device of lot number c2032132 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2024. Refer ¿returned product ¿ notes¿ section for lab attendance and notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned. ¿ directional button observed in deployed position. ¿ safety wire still in place. ¿ red shuttle observed on 9th dimple. ¿ outer sheath break observed in the clear section, approx. 12 cm from the white tip. Functional inspection: ¿ device actuates as expected for deployment and recapture. ¿ deployment no longer possible after 10th dimple due to flexor break. ¿ safety wire can be removed without issue. Note: an attempt to obtain additional information however as per the rep¿s response: ¿unfortunately, no other information is available.¿. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use's (ifu0062) warnings section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous patient anatomy which may have caused a build-up of pressure leading to the outer sheath becoming kinked and subsequently breaking which was observed on the returned device during the lab evaluation. The user noted that they did not recall if there was any damage to the device prior to shipping back to cook ireland however it may be possible that the damage was visually missed during the replacing of the device with the boston stent. With the limited information received regarding the use of the device, the associated wire guide and scope used, or the anatomy and pre-existing conditions of the patient, the cause of this complaint could not be conclusively determined. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used devices. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per the complaint form, the user used a ¿boston stent¿ to complete the procedure. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report being submitted due to updates made to the investigation notes on 24-oct-2024.

Manufacturer narrative:
Device evaluation: this complaint was initiated as the user and/or rep stated the following: ¿nurse squeeze the trigger; the inner catheter was coming out but not the metal stent. They kept squeezing but the stent did not deploy¿. The evo-fc-10-11-6-b device of lot number c2032132 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. On evaluation of the device, the following was observed: visual inspection: ¿ red safety tab not returned. ¿ directional button observed in deployed position. ¿ safety wire still in place. ¿ red shuttle observed on 9th dimple. ¿ outer sheath break observed in the clear section, approx. 12 cm from the white tip. Functional inspection: ¿ device actuates as expected for deployment and recapture. ¿ deployment no longer possible after 10th dimple due to flexor break. ¿ safety wire can be removed without issue. Note: an attempt to obtain additional information however as per the rep¿s response: ¿unfortunately, no other information is available.¿. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: as per the instructions for use's (ifu0062) warnings section: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use or product label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to torturous patient anatomy which may have caused a build-up of pressure leading to the outer sheath becoming kinked and subsequently breaking which was observed on the returned device during the lab evaluation. The user noted that they did not recall if there was any damage to the device prior to shipping back to cook ireland however it may be possible that the damage was visually missed during the replacing of the device with the boston stent. With the limited information received regarding the use of the device, the associated wire guide and scope used, or the anatomy and pre-existing conditions of the patient, the cause of this complaint could not be conclusively determined. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used devices. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. As per the complaint form, the user used a ¿boston stent¿ to complete the procedure. Complaints of this nature will continue to be monitored for similar events.

Event description:
Description of event: the device was advanced in short increments until the stent was in the desired position, red safety guard from handle removed, then nurse squeeze the trigger, the inner catheter was coming out but not the metal stent. They kept squeezing but the stent did not deploy, they went back and used another stent (boston stent). Metal stent not deploying. Patient outcome: no piece of the device remained inside the patient's body. The product did not cause or contribute to the need for additional procedure(s). The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.